Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room, he had been shocked externally five times but ultimately expired. The patient's rhythm was 67.5ppm, vvi paced with hv therapy disabled. It could not be determined if the device reset before or after he was externally shocked. Device image received was corrupted. No additional information is available.